Event description:
Radiation dose of 5610 mgy reached notice did not appear on screen. Pt call at home to be educated on follow-up procedure and he verbalized understanding. Biomed notified to inspect equipment. 5000 mgy is at point for follow-up; the patient received slightly above upper normal. Dr notified. Patient will receive a follow-up phone call in approx 30 days. No known patient harm.